Manufacturer narrative:
Evaluation summary - the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition.

Event description:
The rep reported the device was used during a lap chole. It was reported the el5ml jammed. Another was opened to complete the case. There was no consequence to the pt.